Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 additional information was received from a manufacturer representative reporting that the power on reset (por) had been cleared and the ins had been charged to 75%. The rep. Stated that the patient reported that the ins had been tilted since implant, and that it was unknown if the tilt was the complete cause of the recharge coupling problem. The rep. Noted that the poor coupling leads to recharge session lengths that the patient does not have time to complete. No additional patient symptoms, and no additional device complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer¿s representative. It was reported that the patient had been having a hard time getting sustained coupling with recharging since implant, and had a hard time getting the ins fully charged in the past due to coupling difficulties. At the time, the caller was still trying to get to 25% charge level, and using another recharger did not resolve the issue. It was reported that the caller could get 8 bars with the new recharger if the antenna was held directly over the ins, but if the patient moved they lost coupling or it decreased with time. It was noted that this was the same experience as with the current recharger. It was also reported that unless they were pressing ¿recharge antenna¿ by hand at the ins pocket, the coupling tended to be lower number of bars. It was reported that the ins was tilted. It was clarified that the ins was in the curve of the patient¿s back and the header block stuck out and the rest of the ins was sunk into the tissue. It was suggested that the patient use sticky patches or a binder. The potential for revision if the other suggestions did not resolve the issue was reviewed also. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor coupling while recharging the ins, and that the antenna was damaged. The patient tried turning the antenna dial through all 4 positions and was able to get 6 coupling boxes, but lost them when they sat down. It was noted that the patient's ins was implanted in the same pocket as a previous device from a competitor company. When the patient is standing they have coupling but always loose it after sitting. It was also reported that the ins moves in the pocket and that the patient doesn't think the pocket was made small enough for the ins. The patient was redirected to a healthcare professional. No further complications were reported.